Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, which resolved the error, allowing the caller to successfully start their sensor session.